Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete. Report 2 of 2, see related medwatch report numbers: 0001920664-2019-00093.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The particle was saved; however, it has not been returned for evaluation. Further investigation underway. Report 2 of 2, see related medwatch report numbers: 0001920664-2019-00093.

Event description:
The user facility in the (B)(6) reported a white particle came out of the needle when entered in the eye for phaco surgery. The white particle was removed from the anterior chamber with forceps and the surgery was completed.